Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. It was reported that approx. 40 months after the implantation oversensing was noted. Lead damage was suspected. The physician and the patient decided to turn off ICD therapy and to leave the lead in situ.